Manufacturer narrative:
Device received with blank display due to moisture damage at the battery tube. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery acid had leaked inside battery compartment and pump was no longer working. The patient¿s blood glucose level was 20 mmol/l at the time of the incident. The device is expected to be returned for analysis.